Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that water tightness was lost due tom damage on the guide pin of the electrical connector. Upon further inspection, it was observed that there was a gap between the acoustic lens and the ultrasound probe due to wear and tear damage caused by mishandling with increased use over time. It was also observed that the forceps control lever did not move smoothly due to deformation of the lever mount. It was observed that the forceps control lever did not move smoothly due to damage. It was also observed that the scope body had a crack. It was observed that the elevator channel plug was loose. It was also observed that the suction, air, and water cylinder had discoloration. It was observed that the shaft guide and the sheet holder had corrosion due to water leakage. It was also observed that the electrical connector was dirty due to water leakage. It was observed that the distal end was deformed. It was also observed that the adhesive around the objective lens and light guide lens had wear. It was observed that the adhesive on the bending section cover had a chip. It was also observed that the connecting tube and the universal cord had buckling. It was observed that the bending angle in all direction did not meet the standard value due to wear of the angle wire. Additionally, the play knob in all directions were out of the standard value due to wear of the angle wire. It was also observed that the ultrasound probe was loose. Lastly, a scratch was observed on the channel tube, right and left knob and on the lock engagement lever. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera ii ultrasound gastrovideoscope had an air/water leak. The reported issue was uncovered during reprocessing of the scope. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was a gap between the acoustic lens and the ultrasound probe which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the gap between the acoustic lens and the ultrasound probe could not be determined. Olympus will continue to monitor field performance for this device.